Event description:
The ge (B)(4) 9800 fluoroscopy system had monitors that would blank during use. System reported to have power issues.

Manufacturer narrative:
A ge service rep investigated the issue and removed and replaced the interconnect cable. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.